Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the right cfa (common femoral artery). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that after shuttling the sealant down to the arteriotomy, the physician encountered significant resistance withdrawing the sheath from the tissue tract. When the physician pulled the sheath back to the black handle, the sealant and advancer tube were both visible at the surface of the patient's skin. The balloon was deflated and 15 minutes of manual compression was held. Hemostasis was achieved. Approximately 90 minutes after the patient being transferred to recovery, the patient experienced superficial bleeding from the access site and an additional 15 minutes of manual pressure was held and hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. The patient's groin was noted as soft and dry prior to discharge.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1330404) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event of device deployment jam and late access site bleed could not be confirmed and the root cause could not be determined.